Manufacturer narrative:
Failure analysis noted that the pump was received with a motor error alarm during rewind due to a corroded motor home switch. They were unable to perform functional testing including displacement test and unable to verify the no delivery alarm due to the motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery despite several set, reservoir, insulin and battery changes. The customer stated the piston on the pump will not rewind all the way down and this occurred about 8 times plus the one she has on now. The customer's blood glucose reading was 20.1 mmol/l. The high blood glucose reading was treated with a pen. The customer stated that the no delivery alarm was recurring and the issue has not been resolved. The customer stated that the reservoir is not empty. The customer was asked to run a self-test and the pump passed. Since the customer stated that the piston would not rewind, she was advised to revert to a back-up plan and that the pump would be replaced. The insulin pump was returned for analysis